Manufacturer narrative:
Investigation summary: one sample and one photo were provided to our quality team for investigation. Upon visual inspection, a hair is observed inside the packaging. A device history review was performed for reported lot 1909251, no deviations or non-conformances related to the reported issue was identified during the manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. It was determined this incident occurred as a result of personnel not properly following clothing procedures. We have notified manufacturing personnel of this incident in order to increase awareness. Complaints received for this device and defect will be monitored by our quality team for sins of emerging trends. Investigation conclusion: it has been received 1 sealed sample of 50ll lot 1909251 and 1 picture for investigation. Upon visual inspection of the sample and picture received, it can be observed a hair inside the blister outside the syringe. DHR of lot 1909251 has been reviewed not finding any annotation or deviation regarding the alleged defect. Manufacturing area for 50ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. Operators wear protective clothes (hair-coves, moustache-cover, coat, beard-cover, shoes-cover) according to internal procedure ((B)(4)). This defect has been caused because operator does not follow the clothing rules according to procedure (B)(4). According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures ((B)(4)): visual inspection - molding: 2 injections per shift - printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift - assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Functional inspection - printing: once in the first pallet and once in last pallet of the lot plus once per day. - assembly: once in the first pallet and once in last pallet of the lot plus once per day. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with human error. The root cause is that operator does not follow the clothing rules according to procedure. (B)(4) is open to reduce this foreign matter in this product. Root cause description: this defect has been caused because operator does not follow the clothing rules according to procedure (B)(4). Rationale: (B)(4) open to reduce foreign matter on product. Based on the investigation, no CAPA is required at this time.

Event description:
It was reported that "hair" was found in the bd plastipak¿ concentric luer lock syringe's sterile packaging before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "hair present in the sterile packaging."